Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the arm. The patient went to see the doctor because her arm hurt and she experienced malaise. Her doctor checked her arm and there was a bruise on her right arm and on also on her left arm where the infection was (please see sr (B)(4)). The patient was reportedly complaining of pain (please see sr (B)(4)). She had experienced bleeding as well on her left arm. The patient said the it was because the sensor wire was still in her body after she removed it. Her doctor did an x- ray and did not see the wire in her arm. The doctor prescribed her unmembered dosages of doxycycline (antibiotic) for 10 days and mupirocin ointment. There was no documentation of further medical evaluation or intervention. At the time of the report 32 days later, the patient's arm still hurt. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Event description:
The patient went to see the doctor because her arm hurt and she experienced malaise. Her doctor checked her arm and there was a bruise on her right arm and on also on her left arm where the infection was (please see sr (B)(6)). The patient was reportedly complaining of pain (please see sr (B)(6)). She had experienced bleeding as well on her left arm. The patient said the it was because the sensor wire was still in her body after she removed it. Her doctor did an x- ray and did not see the wire in her arm. The doctor prescribed her unnumbered dosages of doxycycline (antibiotic) for 10 days and mupirocin ointment. There was no documentation of further medical evaluation or intervention. At the time of the report 32 days later, the patient's arm still hurt.

Manufacturer narrative:
(B)(4). H6: health effect - clinical code - e2010 needle stick/puncture.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).